Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: surgical intervention to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure utilizing a preclose method of the left femoral artery after an interventional procedure. Reportedly, after advancing the knot to the arteriotomy, the "skin was puckered." An attempt was made to free the skin, but the underlying subcutaneous tissue was caught in the white suture. While trying to free the white suture, the white suture broke. A cut-down was performed and hemostasis was achieved with surgical closure. There was no reported adverse patient sequelae. The physician believed that "a better blunt tissue dissection at the pre-deployment stage" should have been performed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.